Manufacturer narrative:
An event regarding disassociation involving a mets distal femur stem was reported. The event was confirmed via x-ray review. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to (B)(4). Further information such as product details, product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. (B)(4) will continue to monitor for trends.

Event description:
It was reported that disassembly of the principal shaft from the distal femoral component has occurred. The patient's tibia is able to be rotated through 90 degrees in relation to the femur. The surgeon believes that this occurred because the patient had no extensor mechanism to assist in keeping the femoral component/tibial yoke in place.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device is currently implanted.

Event description:
It was reported that disassembly of the principal shaft from the distal femoral component has occurred. The patient's tibia is able to be rotated through 90 degrees in relation to the femur. The surgeon believes that this occurred because the patient had no extensor mechanism to assist in keeping the femoral component/tibial yoke in place.